Event description:
The fluted distal tip of the suction tube broke and small pieces of device material detached during the case and are missing. Intra-operative inspection did not find the fragments in the surgical wound; hcp reports the device fragments were not recovered but may have been removed from the surgical field during the procedure. No subsequent patient complication has been reported.

Manufacturer narrative:
H3 analysis: visual inspection shows part of the fluted distal tip is broken and components are detached and missing, as reported by the user. Inspection shows one broken tooth remains partially attached to the unit, the other four teeth were not present with the device and were not returned in the packaging. No other physical damage was noted on the product. No evidence of blood residue is seen on the device, as returned on 1/7/06 from the facility. Conclusion: findings from device eval confirm the product problem; an exact cause has not been determined for the reported event.